Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus service operation repair center (sorc) there was the possibility that the reported phenomenon was attributed to the failure of the power supply unit due to the aging deterioration because thirteen years was passed since the subject device was manufactured. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing a lamp error occurred and both the lamp a and b did not light. The user replaced the lamp a to new one and restarted the subject device, but the issue was not resolved. There was no report of patient injury associated with the event.